Event description:
Additional information showed that no interventions were taken, and no additional complications were reported.

Event description:
It was reported that the patient was admitted to the hospital to adjust settings because their parkinson's disease symptoms had worsened. Impedance testing found values greater than 2000 ohms on electrode pairs 0-1, 0-2, 0-3 and 1-3. The battery voltage was greater than 3.9v, for one case. Only the left ins showed abnormal values. It was noted that the physician thought that neurostimulator had somehow "failed." If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Ins model 7426 (B)(4) implanted: unk explanted: unk, lead kit model 3389-28 lot# v223871 implanted: unk explanted: unk, extension model 748251 (B)(4) implanted: unk explanted: unk, extension model 748251 (B)(4) implanted: unk explanted: unk.